Manufacturer narrative:
(B)(4).

Event description:
It was reported that the continuous glucose monitor (cgm) was not providing readings. Date of issue is an approximation. On (B)(6) 2020, the cgm was not providing a reading (no details of the screen display were provided). She stated that she almost passed out due to a low blood glucose. Paramedics were called but no emergency medical services (ems) treatment information was provided. At the time of the report she was visiting her doctor. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.